Manufacturer narrative:
Onsite investigation was preformed and the medtronic representative suspected that the reported event was caused by the system's central processing unit (cpu). Replacement of the cpu resolved the issue. No further issues were reported. Analysis of the returned cpu could not confirm any failure as it passed all tests preformed and functioned without any issues. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the system powered down while loading a cd for a case. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction to unique device identifier (UDI) now provided.